Event description:
Device malfunction: vessel locator wings prematurely collapsed. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, prior to deployment of the starclose clip, the vessel locator wings prematurely collapsed and the device came out of the pt's artery. Hemostasis was achieved using a second starclose device. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device was rec'd. Investigation is not yet completed.